Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the result for the oxygen concentration test at the minimum setting was out of range. There was no patient involvement, and no patient harm reported.

Manufacturer narrative:
H4 - device mfg date; corrected. One device was returned for evaluation. Visual and functional testing were performed. The testing could duplicate the customer reported problem by checking the oxygen settings. The root cause of the issue was determined as a faulty flow block unit. Flow block was replaced. A pm was performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.